Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr: (B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The tsr had hp close all the clamps to bags, patient line and transfer set closed. The tsr had the hp cycle power off and on. The tsr assisted hp with cassette retrieval. The tsr advised hp to dispose of current supplies and either start over with all new supplies or complete manual bags. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy and finishing with manuals. The hp said that the next morning she noticed that the port on the heater bag was collapsed and felt that the collapsed port could have caused the alarm. The hp said that she does prime all lines before connecting. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.